Manufacturer narrative:
Concomitant medical products: product ID 97740, serial #: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having poor communication and the patient needed help clearing the por and she said yes. When we tried communicating with the pp with the antenna the patient was getting poor communication. When we detached the antenna from the programmer the pt got 1.7 volt and two lines going across and two lines going up and down. Pt did not see a por. Pt then got a circle in the upper left corner with an arrow pointing down with a line. Had pt turn the stim on. Had pt increase the stim and she increased the stim to 7.3 volts and she could feel the stim. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2019. It was reported that the device was replaced due to the battery being dead and would no longer hold or accept charge. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2019, that the patient completely stopped walking, stayed in bed or on the couch for the last 5 and half months. In addition, it was reported that the stimulator battery was replaced on (B)(6) 2019. There were no further complications or anticipations reported with this event.